Event description:
A customer reported that the unit would not phaco. Add'l info provided indicated that the console made a grinding sound during a procedure. The console was exchanged and the case was completed following a 15 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module was returned for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).